Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter remote would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011 sometime in the evening. The patient reported that he manages his diabetes with novolog insulin through pump therapy on sliding scale and reportedly continued with his usual diabetes management routine the next day in response to the alleged issue. The patient claimed about one day later he developed symptoms of "headache" and denied receiving any treatment. At the time of troubleshooting, the cca noted that the correct test strips were being used, the subject meter's battery was already replaced based on the meter's use and specification but the alleged issue remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.